Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 26mm sapien 3 ultra resilia valve in the native aortic position. The valve was crimped per edwards guidelines. The valve would not push past the strained portion of the 14fr esheath plus. Bottom valve strut appeared to be flared and pushing through the sheath. Decision was made to abort and start over with a new valve/sheath/commander delivery. The devices were removed without injury to the patient. The second 26mm sapien 3 ultra resilia valve was deployed in normal fashion with zero issues. Patient is doing great.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-06028. A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The reported frame damage was unable to be confirmed based on no device nor photo provided for evaluation. Available information suggests procedural factors (high push force) likely contributed to the event as reported, the valve would not push past the strained portion of the 14fr esheath plus. Bottom valve strut appeared to be flared and pushing through the sheath. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.